Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 400 mg/dl. The customer was admitted to the hospital. The customer stated on this day pump went blank and she wasn't getting any insulin. The cause of emergency room visit was diabetic ketoacidosis. The customer was and hasn't worm the pump since july due to health care provider not wanting her to hook up until a1c was back on track. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. Customer is calling back after receiving a new battery cap. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer pump is being replaced due to the blank display continue issue.